Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient¿s sister stated the patient inserted a new sensor at around noon on (B)(6) 2020. He waited for the 2-hour warm-up and the device was working for a while, providing values. He later woke up from a nap and checked a fingerstick, which was 420 mg/dl, although the cgm was reading 338 mg/dl. He entered the 420 mg/dl value into the receiver to calibrate and got a calibration error message. He gave himself 15 units of insulin for the high blood glucose (bg) value and then was not able to get any alerts due to getting the calibration error. It kept telling him to wait a certain amount of time and then calibrate again. She stated that he passed out 30 minutes after the insulin dose because he is hypo unaware did not get a low alert due to the calibration error. The patient¿s sister was not getting any values on her follow app so she checked the home camera, and saw the patient was unconscious on the floor. She called an ambulance and the paramedics checked his bg value which was 34 mg/dl. The patient was given d50w via intravenous (IV) therapy and declined transfer to the hospital. He ate a hamburger, an apple and peanut butter at home. At the time of the call his glucose level was 107 mg/dl and he was alert and talking. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be out of wedge low via data. No additional patient or event information is available.